Event description:
Legal dept. Received information regarding a patient event: on or about (B)(6), 2009, patient underwent a partial superficial right peridectomy to remove the right parotid tumor. During the course of the surgery, dr. Claims he was not able to identify the facial nerve. Dr. Cut an area that he was suspicious of being a nerve but did not register on the nim system. Dr. Visually identified the area as representing a nerve. As a result of the surgery, [male] patient suffered facial nerve paralysis, a right eyelid that is unable to blink and subsequent facial nerve repair. The device was evaluated by the manufacturer. It was found to be out of calibration and had a cpu battery failure. Unit was not recognizing electrodes. The device was repaired and returned to the customer.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis.